Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident was due to the use of electrocautery during procedure.

Event description:
During the device replacement procedure due to normal elective replacement indicator (eri), there was a loss of pacing output by the device most likely due to the use of electrocautery. The patient experienced an asystole and the output then returned. The procedure was completed and the patient was stable.